Manufacturer narrative:
The customer¿s report of the tubing leaking was confirmed. Visual inspection of the set showed a cut on the pvc tubing above the luer exit as well as scuff/scratch markings on the tubing area below the cut. There were no other anomalies observed. Functional testing confirmed leaking from the cut on the tubing. The cause of the leak was a cut in the tubing. The root cause of the damage was not identified.

Event description:
The set was received as an unexpected return with a note stating, "tubing primed and attached to pt. Then pt. Reported dampness...about 8 ml. Lost from bag...found a crack in tubing." No additional information could be obtained from the customer regarding this event. There was no report of patient harm.